Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment of a device component was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.0 x 18 mm and a 2.25 x 28 mm xience v stent delivery system (sds) did not cross the moderately tortuous, mildly calcified lesion in the distal left circumflex coronary (cx) artery and the mildly tortuous, mildly calcified lesion in the mid left anterior descending coronary (lad) artery for this patient. Additionally, the hub of the 2.25 x 28 mm xience v sds separated outside the anatomy when the device was advancing towards the lad. The patient was then treated with a non-abbott stent to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.